Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.